Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer's current blood glucose reading was 250 mg/dl. Customer advised they were hospitalized, experienced high blood glucose levels, went into diabetic ketoacidosis and were in the intensive care unit. Troubleshooting for the high blood glucose levels was performed. Customer advised that they were vomiting and experienced shortness of breath. Customer advised they had no delivery alarms and feels the insulin pump has a problem. Customer has been hospitalized 2 separate times in the last 6 months and both were diabetes related. Customer was hospitalized for 1 week and was discharged when they got out of their diabetic ketoacidosis state. Customer was unable to complete the troubleshooting process because they have been off of the device for 2 weeks and are using manual injections.